Event description:
Coiling treatment of an aneurysm located in the pca. After the physician delivered 20 cm of the coil into the aneurysm, the coil could not be moved. Upon removal, the coil was found stretched and it had pulled part of the previously implanted coil out of the aneurysm. No patient injury reported.

Manufacturer narrative:
The device involved in this event will not be returned for evaluation.